Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer would not update to latest software and had a broken power cord bay. It was further found that the stylus intermittently locked up and micro processor unit (mpu) was replaced. It was also found that there was a loose electrocardiogram (ECG) connector on the link electronic module (lem) board and it was replaced and calibrated. The hard drive was reimaged and software reloaded. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not update to the latest software and the power cord bay door was broken. The programmer was returned for service and subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.